Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 4965-35 lead, implanted: (B)(6) 1999. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had increasing impedance. The physician elected to cap and replace the lead due to a possible lead fracture. No patient complications have been reported as a result of this event.